Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12i27059. No exceptions were observed that were related to the reported condition.